Event description:
It was reported by the customer "the patient attended unit for blood transfusion. Nursing home staff had noticed oozing from site when flushing. PICC assessed in unit and venous return and no oozing noted. Infusional services contacted on patient arrival and advised to take dressing off and flush PICC line. Oozing noted at entry site of PICC line and line removed on doctor's advice. Patient cannulated and booked in for new PICC line when next attending unit." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "the patient attended unit for blood transfusion. Nursing home staff had noticed oozing from site when flushing. PICC assessed in unit and venous return and no oozing noted. Infusional services contacted on patient arrival and advised to take dressing off and flush PICC line. Oozing noted at entry site of PICC line and line removed on doctor's advice. Patient cannulated and booked in for new PICC line when next attending unit." There was no patient harm. No other information was provided.

Event description:
It was reported by the customer "the patient attended unit for blood transfusion. Nursing home staff had noticed oozing from site when flushing. PICC assessed in unit and venous return and no oozing noted. Infusional services contacted on patient arrival and advised to take dressing off and flush PICC line. Oozing noted at entry site of PICC line and line removed on doctor's advice. Patient cannulated and booked in for new PICC line when next attending unit." There was no patient harm. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: exit site markings after placement: 2cm. Securacath used. Blood products were infused through the PICC. Break was inside the patient at 5cm mark. Insertion date (B)(6) 2024, reported 4th april 2024. Chloraprep 3ml, 2% chlorhexidine in 70% ipa used to clean catheter site during dressing changes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.